Manufacturer narrative:
D10 concomitant product: 176630 endoclip iii 5mm applier (lot#: j5a2056y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic procedure, the first clip received a response that it was successful to launch; however, the clips that have since been launched have had problems with loading. Another device was used; however, the clips were reported as malformed. The surgeon was able to squeeze the handles. The device was replaced with a new one to complete the case. No patient complications have been reported as a result of this event.